Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also reported the insulin pump went through 3 batteries in three days and received off no power alarms multiple times. The customer stated he did receive a low battery alert prior to the off no power alarm. The customer was not using the recommended battery type. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alarm without low battery indicator noted. The insulin pump has cracked battery tube thread, broken reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.